Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device (sm mod classic gel, 255cc). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9419481 number, and no non-conformances were identified. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
A 255cc smooth mentor memorygel breast implant was received by the mentor product analysis lab with no accompanying information. Multiple attempts have been made to obtain additional information, but no additional information was provided. The device could not be associated with an existing complaint. If additional information is received, a supplemental report will be submitted as applicable. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.